Event description:
Customer was backing down a ramp and tipped backwards. Customer fell out of the unit and was taken to the local ER. At the local ER customer was treated for a fractured rib and released.